Manufacturer narrative:
Correction: previous reporting incorrectly stated that the ipg and lead were both explanted on (B)(6) 2021. In fact, only the ipg was explanted on (B)(6) 2021. As such, manufacturing reference number 1627487-2021-13577, should not have been reported as a medical device report (MDR).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02011. It was reported that the patient experienced ineffective therapy. As a result, surgery occurred to explant and replace the ipg and lead, which resolved the issue.